Event description:
Tissue damage: I began using the zero gravity skin perfectio plus device as directed, following the instructions provided. Approximately 30 days after starting use, I developed brown spots around my mouth and under my eyes. I immediately discontinued use of the device and reported the issue to the spa cosmetics (B)(6) where I purchased it. The spa was unable to assist me, so I contacted the manufacturer directly. However, they only referred me to the product's efficacy results and stated that these were not recognized side effects and they could not help me. Do not use drugs or drink alcohol.